Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that the user called for assistance with a complete supply change for an ilet system using a contact/detach 23"-6 mm infusion set and a libre 3 plus sensor, completed the change successfully, and had a blood glucose reading of 242 mg/dl, consistent with hyperglycemia of unclear cause; no alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included no reported medical intervention or hospitalization. Investigation included user education and troubleshooting conducted remotely. Investigation of this case revealed no device alarms or malfunctions and no confirmed device component failure, with the event attributed to hyperglycemia of unclear origin. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence for a device-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.